Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They noted that they tried to reprogram with other electrodes, but this did not resolve the issue. No further steps have been taken at this time. The rep stated that the high impedances and patient¿s lack of pain relief has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting poor pain relief. The rep ran an impedance check and found high impedance on electrodes 8-15, which could not be used. The rep reprogrammed that stimulation and the patient was going to try it for 3 weeks. No further complications were reported.